Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 (mg/dl). Customer consumed glucose tablets to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data showed a total of six boluses requested and delivered on the event date of (B)(6) 2016. None of the boluses appeared to be for unusual amounts of insulin. Pump data showed that the basal insulin rates were changed throughout the event date, and were consistent with all other adjustments made throughout the month. Pump data showed that the pump underwent one cartridge change on the event date with a total of 18.8513 units of insulin used to prime the infusion set tubing and cannula. There were no low blood glucose values recorded in the pump data for (B)(6) 2016. Review of pump data for the event date shows no indication of a pump malfunction.